Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient's right groin was red, inflamed and extremely painful to the touch twenty-four hours after a procedure using a 6-12f mynx control venous vascular closure device (vcd). There was sealant extrusion on the right limb. The physician prescribed an antibiotic cream and sent the patient to see a vascular physician. Per the vascular physician's assessment 48hr later, the groin looked much better. Both physicians believe this is an allergic reaction. The device was prepared and used per the instruction for use. An antibiotic cream was prescribed. There was no ultrasound performed prior to discharge or at the follow up visit. Symptoms resolved without sequalae. A physician performed the pulse field ablation utilizing farapulse. The user was trained to the device. There was only one affected access site, and no other closure device was used on the affected limb. The device is not available for evaluation.

Manufacturer narrative:
As reported, a patient's right groin was red, inflamed and extremely painful to the touch twenty-four hours after a procedure using a 6-12f mynx control venous vascular closure device (vcd). There was sealant extrusion on the right limb. The physician prescribed an antibiotic cream and sent the patient to see a vascular physician. Per the vascular physician's assessment 48hr later, the groin looked much better. Both physicians believe this is an allergic reaction. The device was prepared and used per the instruction for use. An antibiotic cream was prescribed. There was no ultrasound performed prior to discharge or at the follow up visit. Symptoms resolved without sequalae. A physician performed the pulse field ablation utilizing farapulse. The user was trained to the device. There was only one affected access site, and no other closure device was used on the affected limb. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿local reaction and foreign body reaction¿ could not be evaluated. With the information provided, without the return of the device, and with no procedural films/images, the cause of the reported event could not be determined. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. The reported event of a ¿local reaction¿ was confirmed as a slight inflammatory response appears to be occurring. However, due to the lack of visualization of the puncture site, it is unknown whether the reaction is a result of the sealant/wound healing process or other factors. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.